Event description:
It was reported that the patient had an infection at the left skull. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the adapter was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the infection has resolved. Patient was given oral antibiotics.

Manufacturer narrative:
A patient had an infection at the left skull was reported to abbott. It was determined the infection was at the competitor lead site and the lead adapter was explanted and replaced to address the issue. The patient was given oral antibiotics, and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.